Manufacturer narrative:
As reported, the sorbafix enhanced fixation device inner package was pierced. Photos provided show small visible crease to the outer product carton. The inner foil pouch is not shown in the photos and review do not assist in determining root cause. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. This is the only reported complaint for this manufacturing lot of 700 units released for distribution in august 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, when opening the sorbafix enhanced product prior to use, a puncture/damage was noticed in the inner packaging. It was reported that outer package was not damaged, and the carton was completely sealed. It was reported that the case was completed using another device. There was no patient injury.

Event description:
As reported, when opening the sorbafix enhanced product prior to use, a puncture/damage was noticed in the inner packaging. It was reported that outer package was not damaged, and the carton was completely sealed. It was reported that the case was completed using another device. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device inner package was pierced. Photos provided show small visible crease to the outer product carton. The inner foil pouch is not shown in the photos and review do not assist in determining root cause. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. This is the only reported complaint for this manufacturing lot of 700 units released for distribution in august 2023. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. No conclusions can made as to if there is a piercing in the inner packaging as reported. The inner sterile pouch was not included in the photos or with the product that was returned.. Updated fileds: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.